Event description:
A customer reported an alarm issue with the use of the adc application with phone (phone model: samsung s7; operating system: android 8). The customer reported that the low/high glucose alarm did not sound and experienced symptoms of dehydration and vomiting. The customer was taken to the hospital where they were diagnosed with hyperglycemia and received treatment of "anti-sickness medication, liquids, electrolytes" and unspecified injections. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar configuration and successfully received high and low glucose alarm notifications. The user complaint could not be reproduced. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the use of the adc application with phone (phone model: samsung s7; operating system: android 8). The customer reported that the low/high glucose alarm did not sound and experienced symptoms of dehydration and vomiting. The customer was taken to the hospital where they were diagnosed with hyperglycemia and received treatment of "anti-sickness medication, liquids, electrolytes" and unspecified injections. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.